Manufacturer narrative:
Photos were provided of the sling involved in the incident; the sling was not returned for investigation. The shoulder loops have orange stitching used as identification markers which are not load bearing. The broken loop, which had orange stitching, was confirmed. Other straps were inspected and were intact. The root cause of the top left shoulder strap loop breaking is due to excess wear on the shoulder straps. The orange stitching reduces the flexibility of the strap when it is under load. Orange stitching has been removed from slings moving forward to improve flexibility of the strap. The failure is not a result of a sudden product malfunction, but rather caused over a long-term period of use. The wear should be noted by the caregiver prior to lifting the user. The instructions provided with each sling direct the user to visually inspect the sling and straps prior to and during a patient transfer. These instructions are deemed sufficient.

Event description:
Resident was being lifted in the tub room from her wheelchair with all straps attached to the carry bar. As the lift was engaged and the patient lifted inches above her chair, the strap for the resident's right leg failed and her leg fell onto the chair. Resident was immediately lowered back into chair. There were no injuries to the resident or staff.